Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: break of the shaver blade tip occurred. The probable root cause/s could be blade comes contact with a hard object causing damage to the teeth and hitting the housing edges. Excessive pressure, such as bending or prying, may cause the arthroscopic shaver blades to bend / break. Gtin:(B)(4).

Event description:
It was reported that the shaver blade tip remained inside of the patient. The procedure was completed successfully.

Manufacturer narrative:
This supplemental report is being filed to correct field g6 "follow up report #". The previous report identified that it was the second follow up, when it should have been the first. There are now a total of 2 supplemental records for this report and it is considered complete.

Event description:
It was reported that the shaver blade tip remained inside of the patient. The procedure was completed successfully

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the shaver blade tip remained inside of the patient. The procedure was completed successfully.